Event description:
A health care provider reported that a patient underwent an injection of restylane in the nasolabial fold in 2004. Immediately after the injection, the patient experience redness, swelling and itching in the nasolabial fold. These symptoms have continued for serveral months. Prior to calling the physician's office to report the above symptoms the patient was seen by an allergist (date unknown). The patient indicated the allergist had told them to follow up with the physician to find out what vehicle was used to deliver the hyaluronic acid as he felt it might be an allergic reaction. The allergist did not provide any further treatment advice. Sponsor comments: swelling, erythema and itching are all expected events but unlikely to last for 6 months when the implant has been almost completely reabsorbed. In this case, as of about 6 months later, there is insufficient information on the complete medical history of the patient to provide a more plausible explanation for their symptoms. There is also no indication that pt has received treatment for their condition. Active follow-up is ongoing to rule out other possible causes such as untreated dermatitis or another condition associated to their history of acne. Additional sponsor comments in the following month: upon confirmation of a positive medical history of dermatitis (including the face), the possibility of a causal relationship with restylane is unlikely. No further information expected.

Event description:
A pt underwent an injection of restylane in the nasolabial fold in 2004. Immediately after the injection, the pt experienced redness, swelling and itching in the nasolabial fold. These symptoms have continued for several months. Prior to calling the physician's office to report the above symptoms the pt was seen by an allergist (date unk). The pt indicated the allergist had told them to follow up with the physician to find out what vehicle was used to deliver the hyaluronic acid as he felt it might be an allergic reaction. The allergist did not provide any further treatment advice. Swelling, erythema and itching are all expected events but unlikely to last for 6 months when the implant has been almost completely reabsorbed. In this case, as of may 2005 there is insufficient info on the complete medical history of the pt to provide a more plausible explanatation for their symptoms. There is also no indication that they have received treatment for their condition. Active follow-up is ongoing to rule out other possible causes such as untreated dermatitis or another condition associated to their history of acne. Further info will be requested.